Event description:
The device was used during a tah procedure. Reportedly, the instrument was difficult to open. The surgeon resected the application site to remove the instrument and complete the procedure. The hosp has reported the pt's condition is satisfactory.